Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was seated properly and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. Sensor found to be in state 1 (indicating initial factory state). Observed no watermark at the base of the tail. Upon visual inspection of the sensor plug, no failure modes were observed. An insertion failure was observed, therefore, this issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "check sensor" message persistently and was unable to obtain readings. As a result, customer experienced feeling light headed, dizzy, and sluggish and decided to go to sleep. While sleeping, customer experienced a seizure and loss of consciousness and required treatment of depakote 1500mg oral anticonvulsant medication by her husband. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "check sensor" message persistently and was unable to obtain readings. As a result, customer experienced feeling light headed, dizzy, and sluggish and decided to go to sleep. While sleeping, customer experienced a seizure and loss of consciousness and required treatment of depakote 1500mg oral anticonvulsant medication by her husband. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "check sensor" message persistently and was unable to obtain readings. As a result, customer experienced feeling light headed, dizzy, and sluggish and decided to go to sleep. While sleeping, customer experienced a seizure and loss of consciousness and required treatment of depakote 1500mg oral anticonvulsant medication by her husband. No further treatment was provided. There was no report of death or permanent impairment associated with this event.